Manufacturer narrative:
The insulin pump alarmed button error and it had intermittent buttons response due to corroded keypad traces. The device had minor scratches on the lcd window, cracked case at the display window corners, cracked belt clip slot, and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed button error and it occurred while he was coming out of the gym. His blood glucose was 60 mg/dl. He didn't recall any significant event which may have caused the device to alarm. He was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.